Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results with their onetouch verio iq meter. The reporter claimed obtaining blood glucose readings of "10.2 and 4.8mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/12/2014), the lay user/patient¿s meter has been returned on 08/14/2014 and evaluated by lifescan product analysis on 09/09/2014 with the following findings: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.